Event description:
It was reported to philips that the device fails operational check at defibrillation testing. The bench technician after repeated testing was able to confirm the operational testing failure at defibrillation. The failure is intermittent occurrence. The device needs a therapy pca and a high voltage capacitor. (Parts on order).

Event description:
It was reported to philips that the device fails operational check at defibrillation testing. The bench technician after repeated testing was able to confirm the operational testing failure at defibrillation. The failure is intermittent occurrence. The device needs a therapy pca and a high voltage capacitor. Upon conclusion of the evaluation, it was determined that the therapy pca and a high voltage capacitor require replacement. We are unable to determine the root cause of the event as multiple parts were required for replacement. No further evaluation is warranted at this time.

Event description:
It was reported to philips that the device needed repaired and was sent to bench.